Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing coronary diagnostic procedure, which was completed without delay by using another system. It was reported that the geometry movements were unavailable. Review of the logfiles confirmed malfunctioning of geo-pc. Upon further inspection, philips remote service engineer (rse) checked that geo pc was not turned on and confirmed that the geo ipc was failing. Customer (biomed) replaced the cmos battery. After the replacement of cmos battery, the system was returned to use in good working.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.